Event description:
The reporter contacted animas on (B)(6) 2012 stating that after replacing the battery the pump froze on the verify screen. The patient claimed to have rebooted the pump two addition times. It was reported that the intermittent power issue was present for one week. The keypad was reportedly intact and the pump was not exposed to water. Patient denied any trauma to the pump. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and had normal spring back and click. During investigation, evidence of contamination was found under all key contacts.